Event description:
Dealer stated that one of the rear locking casters on a rps350-1 stand up patient lift will not unlock all the way, it gets stuck, makes a clicking noise and the caregiver has to jerk the lift to get it to move.